Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider right side crossbrace is broken, the weld where the seat rail meet the bar that goes down.

Manufacturer narrative:
Additional/updated information was added to reflect the crossbrace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evalutation, the crossbrace had a broken weld at the seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the crossbrace was broken into two pieces, with the break occurring at the weld where the seat rail portion is welded to the support tube. However, the underlying cause could not be determined.

Event description:
Provider right side crossbrace is broken, the weld where the seat rail meet the bar that goes down.